Manufacturer narrative:
Per -(B)(4) initial report. Additional information and the return of the reported device has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be requested and reviewed.

Event description:
Revival proximal body trial would not dissengage correctly from the distal component. Excessive force was required to remove the trial.

Manufacturer narrative:
Per - (B)(4) final report, the device was not received by the manufacturer therefore the device was not analysed. Manufacturing records were reviewed and no anomalies emerged, the manufacturing process took place in accordance with the specifications. Based on this, no further investigation can be performed and corin now considers this case closed.

Event description:
Revival proximal body trial would not disengage correctly from the distal component. Excessive force was required to remove the trial.